Manufacturer narrative:
(B)(4). Japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a small tear on the sterile packaging. Another stem was used to complete the procedure. There was no harm or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6 the provided photo does not depict the reported failure. The stem was returned in a tyvek pouch without the sterile packaging for evaluation. Visual evaluation could not be performed for damaged sterile packaging. This complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.